Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant. The lead was found to have high thresholds. The lead was left in use for several months until it could be revised. The lead was revised and remains in use. No patient complications have been reported as a result of this event.